Event description:
It was reported that the foley catheter tubing kinked which did not allow the urine to flow freely. This had happened on multiple occasions and was also noted in newly opened foley kit. On one occasion, patient retained nearly 600ml of urine due to kink in tubing.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to operator error - tight bundles. No actions can be taken at this time since a root cause was not identified. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.